Event description:
In 2008, the pt reported that the adhesive of her infusion sets are not sticking to her skin. She stated that she had attempted to use 8 infusion sets from the same box. She stated that she inserts the infusion site into an adhesive dressing that she places on her skin. She was sent replacement infusion sets. No physiological effects were reported. Upon f/u five days later, the pt reported that she switched to another box of infusion sets with the same lot number and had no further issues. The pt did not require medical assistance from a healthcare professional or second party address the issue. Product was requested to be returned for evaluation.